Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Lot: 0a01142 was manufactured on 01/14/2020 in the ats #2 manufacturing line, with a total of (B)(4) market units. On 02/jun/2021, compliance engineer ID: (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material: (B)(4), icc code 411801 and manufacturing order: (B)(4). The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. The process requirements results were documented in the manufacturing record: (B)(4). In addition, the batch record of bulk lots: 9m01711 and 9m01981, manufactured in the delta crusader manufacturing line, were reviewed and no issues were found; the lot ran according to sap material: (B)(4) and all the testing results were found satisfactory. The process was run according to process instruction pi31-123, documented in (B)(4). Furthermore, the batch record of bulk lot: 9l03855, manufactured in the elc6, was reviewed and as a result, the process carried out was found according to pi22-057, documented in (B)(4). No issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. On 02/jun/2021 a complaint search for lot: 0a01142 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 8 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that the moldable material crumbled and was hard to roll. The end user was only able to get 3 days with this skin barrier. No harm was reported and no photo is available at this time.